Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous left anterior descending artery. The physician predilated, then deployed a 3.00x24mm promus element stent at 8 atms in the target lesion. The implanted stent was noted to be deformed near the side branch of the vessel. A 2.5x15mm and a 2.0x10mm non-bsc balloon catheters were used to perform the kissing balloon technique. The procedure was completed by post-dilating the implanted stent with a 3.25x15mm non-bsc balloon catheter at 16atms. No further patient complications were reported and patient's status is good.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).